Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a missing cannula. The customer reported that the sensor was not reading and transmitter did not blink when connected to the sensor. The customer reported that the blood glucose was 8.0 mmol/l at the time of incident. The customer declined to troubleshoot. The customer reported that the cannula was not inside the customer's body. The customer will return a sensor for analysis.